Event description:
On (B)(6) 2014, a zilver 635 self-expanding biliary stent was placed in the common bile duct with a left hepatic duct approach. The stent back end was in the common bile duct about 1 or 2 cm below the junction part of hepatic duct and the stent tip was emerged about 2 cm from the papilla. On (B)(6) 2014, the physician thought it seemed that bile was not drained. Fluoroscopic guidance revealed the stent was fractured. On (B)(6) 2014, it was revealed the bile was not drained due to tissue ingression inside the stent. Moreover, the stent fracture was confirmed with contrast radiography. The fractured part was at the papilla. The physician placed another stent avoiding the fractured part. However this additional stent did not adequately drain since it was not placed over the papilla. Another MFR's pigtail drainage catheter was placed and it was confirmed the bile was drained due to this catheter. No further adverse effects to the pt have been reported as occurring. The physician is currently taking a wait and see approach.

Manufacturer narrative:
(B)(4). The zilver bms device involved in this complaint is as follows: zib6-40-10.0-60 of lot number cf846467 containing the zilver bms stent. The stent in question remains implanted in the pt and is therefore not available for eval. A document based investigation was carried out based on the info provided. Although requested images available to support the complaint investigation have not been received. The following comment was provided by the sales rep, "it is not clear if the stent is fractured completely or partially. There is a possibility that the stent is completely fractured and the fractured part is caught by the papilla tissue." As per additional info received, "so far there is no intervention planned to confirm if the stent is completely or partially fractured." The physician is taking a wait-and-see approach for this event at this point. Due to the lack of images available for review no further comments can be made at this time. A review of the relevant mfg records did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution all zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity. The complaint is confirmed based on customer testimony. As the device in question is not available for eval and due to the lack of images it is not possible to conclusively determine the root cause for this complaint. Customer qual assur will continue to monitor complaints of this nature for potential emerging trends.